Event description:
Patient came in for axios stent placement due to pancreatic cyst. During deployment of the stent, the first half of the stent deployed without issue. The second half of the stent deployed but not fully. The guidewire that the stent deploys over was stuck in the saddle part of the stent along with another piece of the deployment device that was encasing the saddle part of the stent. Multiple efforts made to remove the guidewire and extra part of the deployment device to no avail. The guidewire ended up breaking off of the deployment catheter and is stuck within the stent. Boston scientific rep, (B)(6), was even notified and was on the phone with us trying to trouble shoot. Stent was unable to be removed at this time because it would pose to big of a risk to the patient. Patient will require replacement of stent in approximately 1 week.